Event description:
It was reported that while using the it separated and remained in patients arm requiring surgical removal. The following was received by the initial reporter: describe the event or problem: registered nurse (rn) attempting IV placement in antecubital fossa of right arm. Rn was using ultrasound guidance. Rn was unable to get the catheter into the vein, so began withdrawing the catheter. Upon removal of the catheter, rn noticed that the actual catheter had detached from the needle, and the tip of the plastic catheter remained in the arm. Patient went to surgery the following day to have the retained portion of the catheter removed. Patient was discharged home that same day.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. FDA notified: the initial reporter also notified the FDA via medwatch# (B)(4).

Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. H3 other text : see h10.

Event description:
It was reported that while using the it separated and remained in patients arm requiring surgical removal. The following was received by the initial reporter: describe the event or problem: registered nurse (rn) attempting IV placement in antecubital fossa of right arm. Rn was using ultrasound guidance. Rn was unable to get the catheter into the vein, so began withdrawing the catheter. Upon removal of the catheter, rn noticed that the actual catheter had detached from the needle, and the tip of the plastic catheter remained in the arm. Patient went to surgery the following day to have the retained portion of the catheter removed. Patient was discharged home that same day.